Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a communication problem with the patient¿s recharger unit and was unable to charge their implantable neurostimulator (ins). An overdischarge condition was suspected on the ins and that the last successful recharging session was 6 to 12 months ago. The patient stated that they stopped using the stimulation therapy for a while because they had a fusion and their pain had stopped. The patient recently had a return of their pain in another area and wanted to start using the ins therapy again. The patient was to be seen by the manufacturer¿s representative this wednesday. Additional information was received from a consumer regarding the patient. It was reported that the patient was redirected to their healthcare professional (hcp) and a representative (rep) was involved in trying to restart the implantable neurostimulator (ins), but it ended up being replaced to the current ins. No further complications were reported. Follow up was conducted.